Event description:
It was reported that the customer passed away. Cause of death was reportedly due to a car accident. Review of pump data by tandem confirmed that the pump had appropriately suspended insulin, approximately 22 minutes prior to the car accident, when the customer¿s blood glucose (bg) value was 83mg/dl. Insulin delivery remained suspended at the time of the car accident and the lowest bg recorded was 61mg/dl, approximately 7 minutes prior to the accident. Based on the pump data review that was conducted, there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.